Event description:
During an in clinic follow up, episodes of oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and additional investigation was recommended. Diagnostic imaging was performed and a lead dislodgement was observed. The rv lead was repositioned to resolve the event. The patient was stable.